Manufacturer narrative:
All device history records (DHR) are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. This customer has made numerous previous complaints for failure hub split / broke. A representative sample of all complaint samples received from this customer for hub split / broke was evaluated. The hub of the safety needle was cracked completely through the luer and there was evidence of damage on the exterior of the luer from what appeared to be forcible attachment of the device. Exhaustive reviews have been conducted of the materials and the manufacturing process (previous investigation, fishbone, maps, etc.) And a root cause could not be determined. Complaint investigations have not identified a systemic issue with the product or processes used to manufacture the devices. Multiple tests were conducted using the affected product with our manufactured syringe and the syringe used by the customer. Through this testing, it was discovered that the syringe used by the customer was constructed of a different material than our manufactured syringe. Additionally, through multiple conversations with the vendor, the vendor acknowledged extreme tightening of the needle assembly. Therefore, the most probable root cause has been attributed to over-torqueing of the polypropylene needle to a coc syringe (made by a different manufacturer). Due diligence has been exercised by the manufacturing facility and it has been concluded that the product continues to meet all documented design requirements. The reported complaint is confirmed. The most probable root cause has been attributed to over-torqueing of the polypropylene needle to a coc syringe, made by a different manufacturer, utilized by the customer. This complaint will be used for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: when injecting xeplion 150 mg, the nurse became aware of a leak of product between the syringe and the proposed needle. A small amount of the product was lost.